Manufacturer narrative:
(B)(4). Concomitant medical products: 010000925, g7 hi-wall e1 liner 32mm c, 3611147, 010000838, g7 neutral e1 liner 28mm d, 3373672, 110010262, g7 osseoti multihole 48mm c, 6148685. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00536, 0001825034 - 2018 - 00535.

Event description:
It was reported that three liners could not be fixed into the shell. The surgery was finished with a backup product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The liner was returned in an overall good condition. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.